Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin@home transmission. Upon review of electromyograms, the patient's implantable cardioverter defibrillator(ICD) exhibited myopotential oversensing. Programming changes were discussed. No patient symptoms were reported.